Event description:
I am a dermatologist and received a patient suffering from psoriasis. He was burned heavily by a product from (B)(6) and had to go to hospital for recovery. I have checked that the product is a psoriasis lamp which will cause severe burning to people if they do not use this lamp under the direction of a licensed physician. That is a prescription (rx) medical device and should not be available online without prescription. I am showing you the link of this device on (B)(6), www.amazon.com/dp/b06xcggj7c. FDA should require (B)(6) to remove this device from its website to avoid more burning and hurt from psoriasis patient. FDA safety report ID#: (B)(4).